Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that transmitter was not working. Cusomer's blood glucose was 57 mg/dl and was treated and blood glucose elevated to 571 mg/dl. Caller declined troubleshooting.